Event description:
The clinic reported that a laser vision correction patient presented with cystic epithelial ingrowth in both eyes two weeks post treatment. The flap was lifted and rinsed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was asymptomatic.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.